Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during thrombectomy with the stent retriever (subject device), the stent could not be retrieved from the right middle carotid artery (mca) through the microcatheter. The stent retriever was cut in the internal carotid artery (ica) by surgery and the stent retriever left deployed in the right mca occluding the vessel. Then bypass surgery of the superficial temporal artery and the mca was undertaken, securing blood flow of the mca. The patient recovered, and the procedure completed.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Additional information provided by the customer indicated that the procedure was performed according to the dfu, continuous flush was maintained, the target vessel was very tortuous, the stent retriever could not be retrieved within the microcatheter, the delivery wire of the trevo was cut at the internal carotid artery (ica), and the patient recovered post bypass surgery of the middle cerebral artery (mca). Although the device was not returned, based on the information provided it appears the reported difficulty to withdraw the stent retriever and the un-retrieved device fragments were due to procedural factors (tortuous anatomy). The reported patient thrombosis (treated vessel) is a known and anticipated complication to these types of procedures and patient condition, and is listed as such in the device directions for use.

Event description:
It was reported that during thrombectomy with the stent retriever (subject device), the stent could not be retrieved from the right middle carotid artery (mca) through the microcatheter. The stent retriever was cut in the internal carotid artery (ica) by surgery and the stent retriever left deployed in the right mca occluding the vessel. Then bypass surgery of the superficial temporal artery and the mca was undertaken, securing blood flow of the mca. The patient recovered, and the procedure completed.